Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. One actual sample was received at the plant for analysis. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified on the returned unit. The cause was not determined. A nonconformance has been opened to address this issue. The second device was not returned so evaluation was not possible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured. The intermates were filled with 50ml of normal saline when the bladders ruptured. These events occurred before use. There was no patient involvement. No additional information is available.